Event description:
The customer reported via phone call that she was hospitalize due to low blood glucose. Customer's blood glucose was 4 mg/dl. The customer was admitted to the hospital. Customer was treated and blood glucose was stable.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.